Event description:
It was reported that the 3.0 x 18 mm xience xpedition stent delivery system was removed from the packaging for preparation. The stylet and sheath were removed without difficulty and the stent dislodged. The device was not used, there was no patient involvement and there was no clinically significant delay. A second 3.0 x 18 mm xience xpedition stent delivery system was then used without difficulties. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.